Event description:
It was reported that a patient implanted with the n-spine rod experienced 1 mal-positioned locking cap and required intervention. Part number for the rod is unknown and the is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.